Event description:
The customer contact reported battery leakage was noted. The device was returned to the biomedical department for an unspecified reason and was found on a shelf. During testing at the user facility, battery leakage was noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.